Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the liquid crystal display (lcd) of the device was missing columns on the lower part, and tested out-of-specification in an electrical manner. It was also noted that both bail covers, ring cover, all six case screws, ring screw,both bails, and a ring were missing; it was noted that there was evidence of a non-manufacturer person disassembling the device.

Event description:
It was reported that the external pulse generator (epg) originally returned as a loaner subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.